Event description:
It was reported by a sales representative via sems-(B)(4) that an ar-9597-20 angled reamer sleeve and an ar-9676 angled reamer drive shaft were welded together and no longer worked. The surgeon wished to ream another 1-2mm but was unable to and was still satisfied with the baseplate fixation. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. Visual evaluation noted that the device was chipped around the distal end of the shaft and the fitting hybrid hudson. Functional testing was not performed because the devices were returned stuck and unable to be separated. The most likely cause of the reported failure is user error, such as misaligned insertion or prying/leveraging the device during insertion, which causes interference and damage to the device.